Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/04/2025, that on (B)(6) 2024 , the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024 . On the same day, it was reported by web self-service that the patient experienced a skin reaction with scarring. A sensor was reportedly inserted in the abdomen in (B)(6) 2024 . Per documentation, ts was "unable to verify if the scar was related to the current sensor alleged or was it for a previous sensor." According to the patient, there was itching, burning, rash, redness, blisters and scar under entire patch area. Attempts to contact the patient to clarify details of the allegation were unsuccessful. The area was reportedly kept clean and dry. No additional event or patient information is available.